Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced difficulty re-charging their ipg, as well as discomfort described as heating while charging. As a result, the patient underwent surgical intervention (on an unknown date) to have their scs system explanted.